Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see section h.10.

Event description:
It was reported that 2 unspecified bd oral syringes experienced scale marking issues during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Incident date-(B)(6) 2019. Verbatim: consumer reported the oral syringe after she prefills for about 8 hours, she uses it in the midnight and when she holds it she has black ink in her hand. She inquired if it is harmful. She uses this for supplement oil. She is aware that she was informed she was told marking will go off with this oil. She has an un opened 100 pack from amazon. She has not let the doctor know about it since it is on the counter supplements. Explained consumer we do not support amazon purchase it is not a registered pharmacy. Consumer stated the product she used was purchased at the local pharmacy. She will be returning the rest to amazon. Explained consumer about the sterility on oral syringe. Explained her I cannot adivse since I am not a medical professional advised to contact the doctor or the pharmacist. Explained syringe is sterilized. She stated she will no longer use it for the oil.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 2 unspecified bd oral syringes experienced scale marking issues during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Incident date: (B)(6) 2019. Verbatim: consumer reported the oral syringe after she prefills for about 8 hours, she uses it in the midnight and when she holds it she has black ink in her hand. She inquired if it is harmful. She uses this for supplement oil. She is aware that she was informed she was told marking will go off with this oil. She has an un opened 100 pack from amazon. She has not let the doctor know about it since it is on the counter supplements. Explained consumer we do not support amazon purchase it is not a registered pharmacy. Consumer stated the product she used was purchased at the local pharmacy. She will be returning the rest to amazon. Explained consumer about the sterility on oral syringe. Explained her I cannot advise since I am not a medical professional advised to contact the doctor or the pharmacist. Explained syringe is sterilized. She stated she will no longer use it for the oil.